Event description:
It was reported that the lead was broken inside due to too many helix extensions and retractions at implant. The physician felt that the bipolar lead impedance was too high (1700 ohms). As the lead was solidly screwed into the right ventricle, the physician closed the pocket without connecting a pulse generator and sent the patient to another more experienced facility. The following day, the lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.